Event description:
Customer reported a banging sound from the tube during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray tube. System operates as intended. (B) (4) 06/16/2009.